Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs system implantable pulse generator was no longer working. The abbott representative met with the patient and attempted to connect to the generator with multiple programmers and chargers, but was unsuccessful. Surgical intervention to replace the patient's scs generator would be necessary.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up information obtained identified the patient's scs system generator was successfully replaced and the reported issue resolved.